Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, depression, anxiety and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, depression, anxiety and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood, headache, dizziness, anemia and iron deficiency. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from 2-apr-2013 to 25-jan-2014, loratadine from 5-mar-2013 to 3-jun-2013, paracetamol (acetaminophen) since june 2013 and salbutamol (albuterol hfa) from 7-jan-2013 to 25-jan-2014. On (B)(6) 2013, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the depression, anxiety, menstrual disorder, dysmenorrhoea and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device fimbriated fallopian tube a-measures- 5.5 cm length by 0.5 cm -in-diameter-and displays a dusky pink-tan glistening serosa with a 0.5 cm clear fluid filled pedunculated paratubal cyst at the fimbria. Sectioning reveals the proximal aspect of the fallopian tube displays an embedded wire, consistent with essure coil. The remaining cut surface is unremarkable. Fallopian tube b measures 6 . 5 cm in length by 0.6 cm in diameter and is slightly tortuous with a pale pink-tan glistening serosa.sectioning reveals an unremarkable cut surface. The fallopian tube stumps at the uterine fundus also display embedded coil, consistent with essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-sep-2013: results: essure device was successfully occluded. Total occlusion of the fallopian tubes bilaterally secondary to placement of essure tubal occlusion devices.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events menorrhagia and abnormal bleeding (vaginal), dysmenorrhea (cramping), fatigue and lower back pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood, headache, dizziness, anemia, iron deficiency, adenomyosis and abnormal uterine bleeding. Concomitant products included citalopram since (B)(6) 2016, loratadine from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, paracetamol from (B)(6) 2013 to (B)(6) 2014 and salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the depression, anxiety, menstrual disorder, dysmenorrhoea and fatigue outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device fimbriated fallopian tube a-measures- 5.5 cm length by 0.5 cm -in-diameter-and displays a dusky pink-tan glistening serosa with a 0.5 cm clear fluid filled pedunculated paratubal cyst at the fimbria. Sectioning reveals the proximal aspect of the fallopian tube displays an embedded wire, consistent with essure coil. The remaining cut surface is unremarkable. Fallopian tube b measures 6 . 5 cm in length by 0.6 cm in diameter and is slightly tortuous with a pale pink-tan glistening serosa.sectioning reveals an unremarkable cut surface. The fallopian tube stumps at the uterine fundus also display embedded coil, consistent with essure coil. She had received treatment for "pain, bleeding and psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Total occlusion of the fallopian tubes bilaterally secondary to placement of essure tubal occlusion devices.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood, headache, dizziness, anemia, iron deficiency, adenomyosis and abnormal uterine bleeding. Concomitant products included citalopram since (B)(6) 2016, loratadine from (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, paracetamol from( B)(6) 2013 to (B)(6) 2014 and salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/psych injury"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the depression, anxiety, menstrual disorder, dysmenorrhoea and fatigue outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device fimbriated fallopian tube a-measures- 5.5 cm length by 0.5 cm -in-diameter-and displays a dusky pink-tan glistening serosa with a 0.5 cm clear fluid filled pedunculated paratubal cyst at the fimbria. Sectioning reveals the proximal aspect of the fallopian tube displays an embedded wire, consistent with essure coil. The remaining cut surface is unremarkable. Fallopian tube b measures 6 . 5 cm in length by 0.6 cm in diameter and is slightly tortuous with a pale pink-tan glistening serosa. Sectioning reveals an unremarkable cut surface. The fallopian tube stumps at the uterine fundus also display embedded coil, consistent with essure coil. She had received treatment for "pain, bleeding and psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Total occlusion of the fallopian tubes bilaterally secondary to placement of essure tubal occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood, headache, dizziness, anemia, iron deficiency, adenomyosis and abnormal uterine bleeding. Concomitant products included citalopram since (B)(6) 2016, loratadine from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, paracetamol from (B)(6) 2013 to (B)(6) 2014 and salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("lower back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the dysmenorrhoea, menstrual disorder, fatigue, depression and anxiety outcome was unknown and the heavy menstrual bleeding and vaginal haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She had received treatment for "pain, bleeding and psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total occlusion of the fallopian tubes bilaterally secondary to placement of essure tubal occlusion devices.. Pathology test - on (B)(6) 2018: fimbriated fallopian tube a-measures- 5.5 cm length by 0.5 cm in diameter and displays a dusky pink-tan glistening serosa with a 0.5 cm clear fluid filled pedunculated paratubal cyst at the fimbria. Sectioning reveals the proximal aspect of the fallopian tube displays an embedded wire, consistent with essure coil. The remaining cut surface is unremarkable. Fallopian tube b measures 6 . 5 cm in length by 0.6 cm in diameter and is slightly tortuous with a pale pink-tan glistening serosa. Sectioning reveals an unremarkable cut surface. The fallopian tube stumps at the uterine fundus also display embedded coil, consistent with essure coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-dec-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressed mood, headache, dizziness, anemia and iron deficiency. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from 2-apr-2013 to 25-jan-2014, loratadine from (B)(6) 2013, paracetamol (acetaminophen) since june 2013 and salbutamol (albuterol hfa) from 7-jan-2013 to 25-jan-2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving, the depression, anxiety, menstrual disorder, dysmenorrhoea and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device fimbriated fallopian tube a-measures- 5.5 cm length by 0.5 cm -in-diameter-and displays a dusky pink-tan glistening serosa with a 0.5 cm clear fluid filled pedunculated paratubal cyst at the fimbria. Sectioning reveals the proximal aspect of the fallopian tube displays an embedded wire, consistent with essure coil. The remaining cut surface is unremarkable. Fallopian tube b measures 6 . 5 cm in length by 0.6 cm in diameter and is slightly tortuous with a pale pink-tan glistening serosa. Sectioning reveals an unremarkable cut surface. The fallopian tube stumps at the uterine fundus also display embedded coil, consistent with essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Total occlusion of the fallopian tubes bilaterally secondary to placement of essure tubal occlusion devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.